Event description:
This customer reported that during a cardiac arrest, they could not see the pads waveform. They were able to deliver energy. The involved patient died, but the customer has reported that the device had no impact on the outcome.

Manufacturer narrative:
This customer reported that during a cardiac arrest, they could not see the pads waveform. They were able to deliver energy. The involved patient died, but the customer has reported that the device had no impact on the outcome. The device is being returned to philips for evaluation. We are considering this as a malfunction based on the customer report only. This investigation remains open. A follow-up report will be submitted after philips obtains more information about this event.